Event description:
The 30cc syringes are calibrated with 6 lines instead of 5. Actual capacity is 31-32 cc. The 5cc syringes actually hold 6cc and the 10cc syringes are also calibrated incorrectly. The problem was noted by the pharmacist while preparing a chemotherapy drug and the mistake would have caused a pt to receive a much larger dose than intended. Nursing was notified and the syringes were removed from the nursing units. Hosp had been using bd syringes but they were on back order and had to switch to terumo.